Event description:
It was reported to boston scientific corporation that an optiflex basket was used during a ureteroscopy procedure within the ureter. According to the complainant, during the procedure, outside the patient, they noticed that the tip was broken. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.